Event description:
The customer reported that the system would not fluoro. Image display would blink and flash when fluoro button was pressed. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hand switch. The system operates as intended.